Manufacturer narrative:
B5 (describe event or problem) was corrected. The reported complaint of "the autopulse platform (sn (B)(6)) displayed fault 41 (patient temperature sensor failure) error message" was not confirmed during functional testing but was confirmed during archive data review. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. Nevertheless, the temperature sensor was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Visual inspection of the returned platform was performed, and no physical damage was observed. The power distribution board revision is up to date. A review of the archive file showed multiple occurrences of fault 41 recorded on the event date, thus, confirming the reported complaint. The patient contact surface temperature sensor was outside of the normal range of 45°c during the power-on-self-test or during take-up. The temperature sensor reading during the reported deployment was at 127°c. The autopulse platform passed the initial functional test without any fault or error and the reported complaint was not reproduced. It was verified that the fan (blower) provides cooling for the drive train and other major heat-producing assemblies. The resistance of the temperature sensor was measured and observed to be functioning. The cable connection from the temperature sensor to the pdb was checked and confirmed to be secure. The platform was tested using the large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. However, the temperature sensor was proactively replaced. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).

Event description:
During a patient event on (B)(6) 2022, the autopulse platform (sn (B)(6) displayed fault 41 (patient temperature sensor failure). The crew reverted to manual CPR. The patient is a 67 year old male of regular build. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a patient event on (B)(6) 2022, the autopulse platform (sn (B)(4) displayed user advisory (ua) 41 (patient temperature sensor failure) error message. The crew reverted to manual CPR. The patient is a 67 year old male of regular build. Patient's status information was requested but the customer did not provide a response.